Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by a cracked threaded insert boss on the front case assembly. The failed front case assembly was replaced.